Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm with code and customer contacted technical support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump successfully, malfunction did not recur after reset, customer was advised to continue using pump and to call back if alarm occurred again, and no additional information was received regarding the outcome of the event.